Event description:
Patient ID: (B)(6). It was reported that on (B)(6)2021, the patient resented with a mid-left anterior descending (lad), 100% stenosed lesion and a percutaneous procedure was performed. A 3.5x23mm multi-link 8 stent was successfully implanted, and post-dilatation was successfully performed using a non-abbott catheter, with 0% residual stenosis. On (B)(6) 2021, the patient was hospitalized with central, radiating chest pain with sweating, nausea, and vomiting. A new st elevated myocardial infarction (mi) was diagnosed, and medications were provided. Per imaging, the mid lad was restenosed. There was no device malfunction. As treatment, another percutaneous procedure was performed, implanting a stent at the mid lad treatment site. The event resolved without sequela. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction, nausea, and stenosis, as listed in the multi-link 8, coronary stent systems instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments including medication required (treatment with medication) appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.